Event description:
At the beginning of lasik surgery, the laser would not fire. The pt was prepped and the flap cut. The pt was moved to another device and the procedure completed without interruption. There was no pt injury/impact associated with this event.